Event description:
The customer reports that the "item broke where teeth wind down. Broke during surgery." No pt injury. On (B)(6) 2010, registered nurse first assistant (rnfa) to surgeon reports via telephone that the toothed bar that the movable retractor blade slides on snapped in half during open heart surgery. Rnfa states that when she examined the device break she noticed a "v" shaped discolored (gray) area, and wonders if there might have been a hair line crack beforehand. The team recognized this as extraordinary considering the heft of the steel. The retractor is said to be approx 8 yrs old. No pt injury was confirmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.